Event description:
Healthcare professional (hcp) reports one incident of a patient experiencing back pain five minutes into treatment with an unknown psn dialyzer. It was reported that the patient switched to a cahp membrane primed with 1 l ns and the symptoms resolved. No further information was provided by the hcp.